Manufacturer narrative:
(B)(4) - initial report. Device details and patient outcome along with the return of the reported instrument have been requested in order to progress with this investigation, and if received, will be provided in a supplemental report upon completion of the investigation. Device manufacturing records will be reviewed once the relevant device details have been received. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
The inner shaft of a trinity mis reamer handle is broken.

Manufacturer narrative:
(B)(4) final report. Additional information, including device details, a detailed patient outcome and the return of the reported device were requested in order to progress with this investigation. The initial reporter to corin UK confirmed that the patient was not affected by this event. The appropriate device details were provided and the relevant device manufacturing records were identified and reviewed, it was found that the parts associated with these records confomed to material and dimensional specification when manufactured. Upon receipt of the instrument at corin UK the reported failure mode was verified. These instruments are manufactured on behalf of corin by a third party, therefore this device has been returned to them for their own investigation. Based on this corin now considers this case closed. Please note: this report is filed with the FDA due to an event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
The inner shaft of a trinity mis reamer handle is broken.